Manufacturer narrative:
Additional information received on 04/16/2014: the distributor reported that the patient was released from the hospital on (B)(6) 2014.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the black box showed a manual time change from 06:39am (B)(6) 2014 to 06:41pm (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the following: the patient began having unusually high blood glucose (bg) levels after starting on a new pump (B)(6) 2014. The patient reported having a blood glucose (bg) level of 23 mmol/l, with nausea, vomiting, and ketones of 5.7. Patient was hospitalized on (B)(6) 2014. Hospital staff evaluated the basal delivery of the pump and alleged during a time period when the pump should have delivered 3.6 units of insulin, it delivered only 2 units. The pump was discontinued and the patient treated with insulin via injection. The patient will resume pump therapy when a replacement pump is received. This complaint is being reported due to the allegation of inaccurate basal delivery and because the patient was hospitalized with hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).